Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this pacemaker presenting electrogram (egm) due to concerns of farfield oversensing on the atrial channel. Ts reviewed the egm and confirmed farfield signals on the atrial channel. Ts provided programming optimization recommendations. At this time, no adverse patient effects were reported. This pacemaker remains in service.